Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result pump: the soft components of the up and down buttons are worn down heavily. Therefore moisture entered the insulin pump and caused damages to the pump electronics. The shutdown of the insulin pump is a consequence error of the damaged pump electronics due to liquid ingress. Due this defect the pump switched off without any alarm. The pump could not be operating anymore. Due the electronic damages the occlusion limits could not be tested. Consumables infusion set: no relevant testing could be performed. The lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints and was within specifications. Cartridge: no sample was received for examination. Statement from our supplier (B)(4): "the complaint reason was the occurrence of several occlusion alerts and too high blood glucose level. We performed visual inspection on all our retain samples and an additional practical test on one retain sample and could not find any irregularities. The investigation of our production documents did not show any deviations related to the complaint reason. Up to now there are no other complaints regarding this batch." The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient's mother reported the infusion device does not turn on. Mother stated the display of the device showed an e4 (occlusion) error message, so the patient changed the infusion set, cartridge and batteries. Mother reported after changing the accessories, the infusion device began to work correctly but after 30 minutes the device turned off without giving any type of alarm or sound. Mother stated now she can't turn the infusion device on. Mother reported she did a blood glucose test with a result of 400 mg/dl. Mother stated she called the doctor and he suggested she proceed with pen therapy. Mother reported the patient was in hyperglycemia every 2 hours and has a headache and general malaise; injects via pen every 2 hours. Mother stated she even tried different batteries today but the infusion device does not turn on. Mother also reported the infusion device displays an e4 (occlusion) error message 3 times each week. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.